Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported controller would not charge from the wall. Patient noted she was out of the country when she had controller plugged into wall outlet and the controller came on for about 10 minutes one time, but now she was back home, and controller was not coming on at all. Patient noted she was not feeling well without therapy because she could not charge stimulator and stimulator had shut off. Prior the call, patient had reset controller by taking out lithium battery pack and putting it back in, but this did not resolve issue. Patient noted controller had not come on at all with aa¿s. It was reviewed patient services (pss) had patient taking lithium battery out of controller and plugged just controller into wall charger, and controller came on, it showed manufacturer screen. It was confirmed green light came onto wall charger and wall charger looked fine, the reported issue was not resolved. It was noted controller was not charging from wall and patient was not feeling well without stimulator on. A replacement controller would be sent. It was noted controller was not working with aa batteries or ac power supply. No further complication and events were reported.